Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 30 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer stated that the low blood glucose was attributed by her insulin sensitivity. The customer was transferred to a trained technician for assistance in properly inserting the sensor. The customer initially called to report a broken belt clip. No further information was provided.